Manufacturer narrative:
Customer report of regurgitation was confirmed through observed rolled leaflets due to host tissue overgrowth. X-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 13mm on leaflet 3 at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 4mm at commissure 2 on the outflow aspect. The free margins of leaflets 2 and 3 were rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth also restricted leaflet mobility and led to stenosis. Wireform was exposed around leaflet 2 at the inflow aspect. The device was returned to edwards for evaluation. The complaint was confirmed. Host tissue overgrowth restricted leaflet mobility and led to stenosis and regurgitation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease likely impacted the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification 31mm mitral valve was explanted after implant duration of 10 years and 7 months due to severe regurgitation and stenosis. As reported, per the surgeon the apparent cause was not early valve deterioration but likely a wrong leaflet movement possibly due to interference with spared sub-valvular apparatus. Patient status: hospitalized (stable).

Event description:
It was learned the 31mm mitral valve was explanted after an implant duration of seven (7) months.

Manufacturer narrative:
H11. Corrected data: corrected b5 and d6.